Event description:
It was reported that during a da vinci s hysterectomy procedure, a piece of the monopolar curved scissors instrument broke off and fell inside of the patient. The piece was retrieved and the planned surgical procedure was completed using a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received of if the instrument is returned, a follow-up MDR will be submitted.